Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measurements. It was also noted that the patient had pericardial effusion as the patient experienced symptoms of chest pain. The patient's effusion resolved without treatment. Additional information obtained from the field which indicated that the lead also exhibited high impedance measurements. The lead was revised and still remains in service. No additional adverse patient effects were reported.